Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient was not connected to the disposable set at the start of the initial drain and then connected after the homechoice alarmed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain in peritoneal dialysis. The home patient had started therapy before connecting, received the alarm and then connected in the initial drain cycle. The technical service representative instructed the care giver to start over with all new supplies and explained that the home patient should be connected to the patient line before starting the initial drain. The technical service representative reviewed proper procedures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.